Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/29/2015 with the following findings: during investigation, a review of the pump¿s black box showed no data related to the complaint. A visual inspection of the pump revealed a crack in the battery compartment. The pump powered on normally and no overheating or alarms were duplicated. During testing, the pump current draws were found to be within specification. The pump cover was removed and no damage was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was reported that there was damage to the battery compartment. There was no moisture or corrosion visible in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.